Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of (B)(6) 2022, a review of the site's system logs for the reported procedure date was conducted by a isi sr. Failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for isi review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a patient experienced signs of a st-elevation myocardial infarction. As a result, the procedure was terminated at that time. A 12 lead EKG was consistent with a stemi and the patient was taken to the catherization lab and was found to have clean coronaries. The patient was hospitalized for 24-hour observation and then discharged home. The root cause of the intra-procedural complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure of a lesion in the left upper lobe (lul) - anterior segment followed by a planned ebus procedure, a patient experienced a st-elevation myocardial infarction (stemi). The patient presented with bulky mediastinal adenopathy and several peripheral nodules. During the first biopsies with the ion device using a 21g flexision needle, the patient was noted to have rhythm change on ECG monitoring and hypotension. The procedure was terminated at that time. A 12 lead EKG was consistent with a stemi and the patient was taken to the catherization lab and was found to have clean coronaries. The patient stayed for 24 hour observation and was discharged home. Per the physician, the cause of the event could have been either related to anesthesia or related to an air embolism during the biopsy. The physician stated he could not definitively say it was related to the type of biopsy or to the ion device itself. The pathology was consistent with small cell lung cancer. In retrospect, the physician believed, that performing ebus of the mediastinal adenopathy first (typically does not start with this due to the risk of atelectasis and more time on vent causing CT-to-body divergence) would have had equal diagnostic yield and may not have caused this complication, but he could not be sure as the direct cause is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Additional information can be found in sections: g3, g6, h2, and h10. On 05-oct-2022, additional information was received from the physician: the patient developed electrocardiogram (EKG) changes concerning for myocardial ischemia on telemetry monitoring with bradycardia and hypotension. As a result, the procedure was terminated early. The EKG was concerning for st-elevation myocardial infarction (stemi). The physician attributed the complications to either anesthesia or also an air embolism. The EKG findings resolved shortly after the case. The patient was taken to the cardiac catheterization lab and found to have no coronary disease. The EKG findings resolved shortly after the case. She was admitted for observation and discharged home the following day. Based on biopsy results obtained, the patient was diagnosed with small cell lung cancer and started on treatment. Per the physician, it is questionable whether another modality would have had same result but theoretically a CT guided biopsy would not carry the anesthesia risk but would have been inappropriate for staging purposes. There was no malfunction with the equipment during the case.

Event description:
Refer to h10/h11 for follow-up information.